Event description:
This is report 2 of 2 for (B)(4). It was reported that during a meniscal repair procedure, it was observed that the trigger on the truespan 12 degree plga device was blocked after the penetration of the needle in the meniscus. During in-house engineering evaluation, it was determined that the device had a deployed implant with the suture detached from it and the pusher shaft tip was sliding out completely from the applier needle. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection and functional testing of the returned device. Visual inspection found that truespan 12 degree plga had the deployed implant with the suture detached from the device. It does not show structural anomalies. The plate and the suture are in good conditions. The red trigger was found in a normal shape. The deplorer had foreign matter, presumably biological matter at the distal end of the white sleeve. A functional test was performed to the trigger. The trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was unconfirmed as the observed condition of the truespan 12 degree plga would not contribute to the complained device issue. Based on the investigation findings, the procedural variables, such handling of the device or product interaction during procedure. As per IFU: it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
This is report 2 of 2 for (B)(4). It was reported from belgium that during a meniscal repair procedure, it was observed that the trigger on the truespan 12 degree plga device was blocked after the penetration of the needle in the meniscus. During in-house evaluation, it was determined that the device had a deployed implant with the suture detached from it. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.